Event description:
The report states: went to use on a patient and it did not work. Neither the red nor green light was flashing. Based on call volume records, they have not used driver for 500 insertions and the other drivers are flashing green still. Said want replacement driver because the device did not hold on for minimum 10-year battery life. It is stored in the yellow case in a temperature-controlled compartment.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io power driver (9058) (sn h96574) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pulled, the driver had no power: no display of the operational status light. Thermal deformation to the housing was observed which is indicative of a motor that ran continuously for an extended period of time. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 2.4 dc volts without being activated. Battery voltage measured as 0.00 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count value was recorded at 15,303,139 and the cycle count was 47. The charge count of 15,303,139 slightly exceeds the threshold of a depleted battery. However, the driver did not reach the IFU suggested insertion attempts of 500. Also, to support the depleted battery investigation results, the eeprom analysis records one (1) trigger pull that exceeded a continuous 5-minute trigger pull. This extended trigger pull substantiates the heat deformation to the outer plastic housing. Testing confirms the unit failure is related to battery depletion. The complaint has been confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the DHR found that the driver passed all the release criteria. The device was released in (B)(6)2015 and is approximately 5 years old. The complaint has been confirmed. Per the eprom data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: went to use on a patient and it did not work. Neither the red nor green light was flashing. Based on call volume records, they have not used driver for 500 insertions and the other drivers are flashing green still. Said want replacement driver because the device did not hold on for minimum 10-year battery life. It is stored in the yellow case in a temperature-controlled compartment.